Event description:
It was reported that the penile prosthesis stopped performing as expected. The patient underwent a revision surgery. Upon removal it was observed that the explanted prosthesis was not a (B)(6) product. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).